Event description:
Patient revised for fourth time on (B)(6) 2020 due to infection approximately 3 years after primary surgery on september 19 2017. Multiple previous revisions with causes unknown. Surgeon performed a washout and explanted a locking screw (size unknown), glenosphere with screw (size unknown), and 36/+6 standard humeral cup. He then implanted a new d=4.5mm l=25mm locking screw, 36mm centered glenosphere with screw, and 36/+9 stability humeral cup.